Event description:
A report was received that the patient received a burn while charging the ipg. The patient's charger was replaced. The patient is reportedly doing well after the replacement.

Manufacturer narrative:
The product analysis report for sc-5300 charger concluded that the charger characterstics were normal during all testing, and no overheating was observed during the test. Bsn initiated a class ii recall of charger 1.0 as a result of patients receiving burns while using the charger to recharge the ipg. As part of the recall, all charger 1.0 devices are being returned to bsn and replaced with a charger 2.0 device.no further investigation is necessary because the complaint failure modes for charger 1.0 have been investigated and associated causes understood. Bsn no longer manufactures or distributes charger 1.0 devices. This is the final report.